Event description:
The customer reported falsely elevated architect total bilirubin2 results for a 48-hour old newborn patient. Results were reported to medical provider. The following data provided. Initial result =18.6 mg/dl, repeat results from roche (sevgi hospital) =14.6 mg/dl, roche (training and research hospital) =15.7mg/dl. Reference range: abbott; 0¿8mg/dl (24 hrs.), 0¿12mg/dl (48 hrs.). Reference range; roche; 0¿8 mg/dl (24 hrs.), 0¿13 mg/dl (48 hrs.). Physician only question results for total bilirubin. Additional direct bilirubin results provided. Initial result 0.68, repeat result (roche) 1.32. Reference range: 0¿0.5 abbott and 0¿0.58 from roche. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Manufacturer narrative:
Review of tracking and trending data by list number and by complaint lot did not identify any trends. Review of the corrective and preventive actions system did not identify any issues associated with the customer¿s observation. In house accuracy testing was performed to evaluate assay performance using retained samples of architect total bilirubin2 reagent lot 75229ud00. All validity and acceptance criteria were met indicating that the product is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin2 reagent lot 75229ud00 was identified.

Event description:
The customer reported falsely elevated architect total bilirubin2 results for a 48-hour old newborn patient. Results were reported to medical provider. The following data provided. Initial result =18.6 mg/dl, repeat results from roche (B)(6) =14.6 mg/dl, (B)(6) =15.7mg/dl. Reference range: abbott; 0¿8mg/dl(24 hrs.), 0¿12mg/dl(48 hrs.) Reference range; roche; 0¿8 mg/dl (24 hrs.), 0¿13 mg/dl (48 hrs.) Physician only question results for total bilirubin. Additional direct bilirubin results provided. Initial result 0.68, repeat result (roche) 1.32. Reference range: 0¿0.5 abbott and 0¿0.58 from roche no impact to patient management was reported.